Event description:
It was reported that the customer had high blood glucose levels of 650 mg/dl. The customer was treated with a manual insulin injection. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis during the summer. The customer indicated having symptoms consistent with high blood glucose levels including nausea and vomiting. The customer also reported a button error alarm from the insulin pump. The customer also reported air bubbles on the tubing of the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected low reservoir alarm noted. Unit had button error alarm due to flattened buttons dome switch. Unit had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.